Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The nurse stated the patient had incontinent stool around balloon. The nurse was advised to cut port to drain the saline. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Should additional information become available a follow-up report will be submitted.

Event description:
A nurse reported while performing perianal care on a patient to reposition the fecal management system the balloon was unable to deflate.